Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one broviac s/l catheter attached to a plethora of tubing and valves, and one clamp were returned for evaluation. Gross, microscopic visual and functional testing were performed. The investigation is confirmed for the reported fracture and identified material separation issue as a complete circumferential break of the catheter was noted to be within the adhesive holding the outer catheter sleeve to the inner catheter at approximately 6.9cm from the distal end of the luer and the distal catheter segment was not returned. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that twelve days post catheter implant procedure, the catheter of the device was allegedly found to be fractured. The device was removed and replaced with another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 01/2024).

Event description:
It was reported that thirteen days post catheter implant procedure, the catheter of the device was allegedly found to be fractured. The device was removed and replaced with another device. There was no reported patient injury.